Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event: event date is estimated.

Event description:
It was reported that the patient received a end of service message on their patient controller. A manufacturer representative confirmed the issue and the ipg deemed inoperable. Surgical intervention was undertaken and the ipg was explanted and replaced.